Manufacturer narrative:
Reader(B)(4). Has been returned and investigated. Visual inspection has been performed on the returned reader and damaged usb-port was observed. An extended investigation was performed on the returned reader. A visual inspection was performed on the returned reader and the reader pcba (printed circuit board assembly) and damaged usb port was observed. Burnt marks were observed on u13 chip and liquid ingress was also observed upon visual inspection of pcba. The reader was observed to not power on with button press, strip insertion or usb cable insertion and was unable to download reader log due to reader not powering on. Reader's subassembly was further tested. The reader's battery was measured using a dmm (digital multimeter) and battery was not within the specification. Attempted to replace the battery with a known good battery, the reader was unable to power on. Thermal camera was used to identify if any components were overheating when attempting to power reader on with known good battery and observed u13 to be overheating. The damage observed to the u13 was consistent with incorrect adapter being used during charging which caused large power input through the usb port, causing the components to overheat which would lead to power not be supplied to the stm processor. Therefore, issue is not confirmed to use. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader and verification of correct cable and adapter were reviewed. The dhrs showed that the libre reader passed all tests prior to release and the correct cable and adapter were part of the kit pack. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported their abbott diabetes device did not power on. The product was returned and investigated for not being able to power on, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported their abbott diabetes device did not power on. The product was returned and investigated for not being able to power on, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of death, serious injury, or mistreatment associated with this event.